Event description:
The following information was provided: pt. Reported via phone; I need to know for a triathlon knee replacement system is locked ddbl7v included in the scope of recall z 12612024 it is the triathlon total knee system the recall event ID is 9426 the posting date is march 6th 2004 it's packaging breaches in the inner outer sterile blisters. Pt had a total knee replacement for the right knee on (B)(6) 2025. They experienced a lot of pain after the surgery and bleeding 6 months after the procedure which caused his foot to swell. They checked on the FDA site and state that the product was not part of a recall but hase a maude report (B)(4) associated with it.